Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, orders for a registered inpatient have stopped transferring from the meditech host system to pyxis. The customer stated that there was a delay in dispending medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders for a registered inpatient have stopped transferring from the meditech host system to pyxis. A technical support specialist (tss) accessed the server, opened ssms to run the server downtime query which returned the current date and time, checked the order status and confirmed it was active. The tss restarted several services and ran a script to verify when the order was sent. The tss found two primary identifications (ID) for the same patient, one reflecting admission and the other discharge. The order was being assigned to the discharged patient, preventing it from reaching the patient profile. The tss sent an email to the customer, advised to merge the two primary ids into one, clarified that was an active directory (adt) issue and not a pyxis issue, recommended contacting the adt team for resolution. The system functioned as intended after the technical support specialist troubleshot the device.